Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947m62 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket revision was performed due to erosion of the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.